Event description:
A customer reported receiving a "replace sensor" message the same day of applying the adc freestyle libre sensor and being unable to obtain readings. Customer further reported experiencing symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Subsequently requiring treatment of glucose by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The sensor kit expiration date is (B)(6) 2021. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.